Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information received from a patient reported that their device had never worked since implant. The patient was wondering about leaving the implant in. After speaking with their healthcare provider (hcp), they were told that there was an issue with the leads and the patient would need another surgery to put the leads in the correct position. The patient stated that they were "getting sick and tired of charging" as it wasn't doing them any good. The patient stated that they wouldn't care to charge if it was helping. It was also reported that the patient was experiencing pain that was ongoing and occurred whenever they were moving. The patient stated that it had always been that way and that was the reason they had the device implanted. The patient was to follow up with their healthcare provider (hcp). Indication for use is non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were arrangements for a MRI were to be made after new years and results to be evaluated by a neuro surgeon. The device not helping had not been resolved. It was reported by the patient that it had been a useless thing in their back since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.